Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device and calibrated the transducers but the problem persisted. The fsr suspects the main board to be faulty so a replacement main board has been ordered. Evaluation and repair is currently not completed and is pending receipt of the replacement main board. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was pt 802 (exhalation difference pressure transducer) failure. The root cause in failure investigation report was supplier manufacturing process.